Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg site was draining fluid. It was noted the patient had a fever of 102-104 for a couple of days. The physician swabbed and tested the tissue at the ipg site and the test came back clear. The patient was put on IV antibiotics for precaution.

Event description:
Additional information received indicates that the issue was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.